Manufacturer narrative:
(Pancreatitis). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
This is the second of three devices reported to malfunction during this event. Refer to manufacturer report #s 3005099803-2009-00059 and 3005099803-2009-00075 for details regarding the other two devices. It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the tome was extracted over the wire, then the balloon was placed over the wire. When removing the balloon out of the duct, while the wire was being pulled back by the nurse, the wire seemed to hang up and the area of the yellow and black jacket was stripped down over the core wire. Both devices were removed together out of the scope. The procedure was not completed due to the pt developing pancreatitis and sent to surgery.